Event description:
Additional event of "any creases associated with hole". Device has been explanted.

Manufacturer narrative:
Device evaluation performed through photographs: visual analysis of the photographs identified: appears to have a fold in the device, it has clear liquids inside the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, corrected and/or changed data: b.5, d.7, g.3, h.6

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.